Manufacturer narrative:
Additional narrative: clarification: the broken device was discovered during the loan set inspection on (B)(6) 2016, but it is unknown when the device actually broke. Product investigation summary: the evaluation has shown that the complete forefront of the extraction screw has broken off; the fragment was not sent back. Therefore, the relevant dimensions cannot be verified. The manufacturing documents were reviewed with no complaint related issues found. No deviations regarding dimension, material, or hardness were detected. This lot of (B)(4) pieces was manufactured in may, 2015. These findings speak against a manufacturing related issue. There was no information provided as to how or when the breakage occurred, which makes it impossible to determine the root cause of this occurrence. It is likely that a mechanical overload (for example: by too much lateral force) during the extraction of a damaged screw caused the damage. In general, it is important to note the screw extraction set handling technique: during insertion, the user should ensure that enough axial pressure is exerted and maintain that axis. No product related issues could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: may 12, 2015. No non-confomrance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during the checking of the loan set, the broken extraction bolt was found. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.